Event description:
It was reported that the pt's vns indicated high impedance at a routine office visit. X-rays were taken that are planned to be sent to the MFR for review but have not been received yet. It was indicated that the x-rays appear to indicate that the lead pin was not fully inserted into the generator. Surgery to resolve the high impedance has occurred. It was indicated that the lead pin was removed and re-inserted into the generator however high impedance did not resolve. The surgeon then replaced the lead however the high impedance reportedly persisted. A test resistor was used to perform diagnostics on the vns generator and it appears that there may be an issue with the vns generator. The explanted lead and generator have been returned and are currently undergoing analysis.